Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media high blood glucose. Customer's blood glucose level went as high as 600 mg/dl. Customer advised their infusion set leaked as well and they reverted to manual injections as a backup. Customer was called back and advised to return the infusion sets for analysis.